Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was failed to remove air from the cartridge prior to loading. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer continued to use the same cartridge. There was no reported adverse effect to the customer's blood glucose level.